Manufacturer narrative:
Follow up report ref to natus complaint#(B)(4) no product lot number information was provided. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.36 stopcock valve unable to turn / rotate and/or handle breakage." The risk level is considered moderate. Based on complaint of "broken 3-way stopcock handle." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - 3 way stopcock handle broke off. No excessive force or unusual handling of device.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.36 - stopcock valve unable to turn or rotate. Effect (harm): delay in patient treatment, over / under drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - 3 way stopcock handle broke off. No excessive force or unusual handling of device.